Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device had an issue with the control panel. The issue occurred when programming the compounder. Unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with control module issues was confirmed during service by baxter personnel. The problem was also reproduced in service. The root cause was determined to be a faulty membrane graphic panel. Service replaced the membrane graphic panel to fix the problem. Additional information: this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4)- a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. (B)(4)- this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.